Event description:
It was reported that device entrapment occurred. The patient was being treated for non-st-elevation myocardial infarction (nstemi). Percutaneous coronary intervention (pci) was performed in left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during insertion, the balloon got stuck on the wire and could not be advanced or removed. Multiple unsuccessful attempts were made in advancing and removing the device. The physician decided to move all the system out and used another balloon and completed the procedure successfully without any complications. No patient complications were reported.